Manufacturer narrative:
Analysis found the ins was at reduced capacity due to overdischarge. According to the device data, the last recharge while implanted occurred on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) who had recharging difficulties since implant (e.g. Getting the ins recharged). It was noted the patient did gain a lot of weight and the ins overdischarged. Factors that may have led or contributed to the issue include weight gain. The patient experienced a return of pain symptoms. There was no possibility of recharging or performing a physician start; there was no contact with the ins and the "physician start" failed. The ins was replaced and the issue resolved.